Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Clinicians powered device back up the device failed self-test for defib and pacer functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to loose lug nuts holding the battery connection assembly causing intermittent battery connection with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.